Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) on (B)(6) 2016 reported that no other information was provided. On (B)(6) 2016, the health care professional (hcp) opened the patient's pocket and found that a set screw was the problem regarding the impedance issue. He tightened the screw and the impedance returned to normal at 450 ohms.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that the patient was implanted by another hcp back in (B)(6) 2015. The patient was doing good after surgery but at some point had fallen and symptoms returned after the incident. Apparently, they found that one of her leads was not working properly so they turned that lead off and reconfigured the system to unipolar to see how she did. She was not doing well in regards to her symptoms. The hcp was planning on taking her to the operating room and possibly removing and implanting a new lead to replace the one with the issue. There were patient symptoms after a fall. The rep was not sure what diagnostics/troubleshooting was performed or the interventions/actions performed. The issue was not resolved at the time of the report. Surgical intervention was planned and scheduled for (B)(6) 2016. The indication-for-use (IFU) was gastric stimulation. No outcome, cause, or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.